Event description:
The customer reported that his mp50 had a speaker malfunction and there was no audio tone coming from the monitor. No adverse pt impact reported.

Manufacturer narrative:
(B)(4). The customer reported that his mp50 had a speaker malfunction and there was no audio tone coming from the monitor. No pt injury has been alleged. The customer requested a replacement bedside monitor speaker assembly board. No onsite philips technical engineering was provided. There have been no further reports of speaker malfunction since this board replacement. No similar reports regarding this bedside monitor were identified. There are no additional service reports within the last 6 months. A product review was done for the last year (since (B)(4) 2011) did not indicate a trend or a systemic issue. No further action or investigation is warranted. The available info does not support that any design or labeling deficiency exists in relation to this report. There have been no previous associated reports regarding this cited monitor noted within the complaint database. Device labeling (IFU) adequately warns users not to rely solely on audible alarming and specifies that effective monitoring includes close personal observation. Consideration of this complaint and similar complaints supports that there are no design, manufacturing, materials, or labeling problems. No further investigation or action is warranted. Speaker malfunction message- audio function at the time of this event is unk. The bedside monitor was delivered to the customer in (B)(6) 2004. There have been no associated reports related to this monitor since the date of the monitor's install at the customer site. A replacement speaker assembly was sent to the customer. No additional communications from the customer regarding this cited bedside monitor have been received.